Manufacturer narrative:
Inspection of the download data showed that the pod did not generate a hazard alarm during operation. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula. The fluid was observed to leak from the tear however no corrosion was observed. The timing and cause of this soft cannula damage could not be determined, and it could not be determined if the damage contributed to the reported communication error. The investigation found no other damages or defects that would contribute to a communication error. The cause of the reported communication error during pod operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 13.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during operation at the infusion site. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours.